Manufacturer narrative:
Evaluation was completed and the reported failure code 812:02 was confirmed. The event history was reviewed and showed the failure 812:02 occurred seven times between october 4, 2005 and november 1, 2005. A visual inspection of the pumphead revealed worn teeth in the shuttle motor gearbox causing the failure code 812:02.

Event description:
Reported an infusion pump with a failure code 812:02. Info was not provided regarding whether or not the device was in pt use when the event occurred. According to the hosp rep, no pt injury or med intervention has been reported.